Event description:
During implant, after closing the pocket, no low voltage (lv) output was observed on the device. The patient¿s pocket was reopened, the right ventricular (rv) lead was tested with a pacing system analyzed (psa) while in situ. The psa values were adequate, however, the rv lead was repositioned as a micro dislodgement of the rv lead was suspected. The lead was again tested with the psa with good results. After connecting the rv lead to the device, no lv output was again observed. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) level with cautery mark upon receipt. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further evaluation of the output signal parameters under field settings measured normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.